Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The ngen displayed "a high impedance error" the impedance had only increased a couple ohms, from 102 to 103, once. There was a "temperature slope too high". Upon visual inspection, the physician stated that there was heme at the tip of the catheter. The catheter was replaced and the procedure was continued. There was no patient consequence reported. Additional information was received. The cut off value was not exceeded. The system cut off before any ablation was delivered/before the temperature rose. Impedance started at 102 and rose and cutoff at 103. The cut off value was not reached before cutting off. Ablation mode and thresholds were ngen q mode +; 90 w 47 c target; 55 c cutoff; max is 250; min is 50 with a delta of 100. Noted temperature, impedance, and power were temp: 37-38, impedance 102-103, power 0. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024, observed reddish material presumably blood and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6)2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, temperature, impedance and irrigation test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood and a hole in the surface of the pebax. A temperature, impedance, and irrigation test was performed, and no temperature or impedance issues were observed. However, during the test an occlusion was detected. Further investigation revealed reddish material partially occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since blood was found occluding the irrigation holes and blood in the pebax, these failures could be related to the temperature, impedance issues, and biological material reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and blood occluding the irrigation holes could be related to the manipulation of the device or usage during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿heme at the tip of the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material presumably blood and a hole in the surface of the pebax¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿high impedance¿ and ¿high temperature¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material partially occluding the irrigation holes¿. Manufacturer's reference number: (B)(4).